Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Screw threads on corail threaded adaptor used has been worn/damaged. No adverse event to patient.

Manufacturer narrative:
Conclusion and justification status: the complaint states primary right total hip replacement. During impaction of definitive stem, surgeon unable to seat. Collar held up approximately 3mm from calcar. Corail slap hammer used to remove definitive stem. Screw threads damaged on threaded adaptor and surgeon unable to screw into stem. Second identical corail slap hammer offered to surgeon. Corail stem was removed. Surgeon re-broached and able to seat definitive prosthesis. Surgeon was happy that stem had seated fully. Screw threads on both corail threaded adaptors used have been worn/damaged. Both will need to be replaced. No adverse event to patient. The investigation could not confirm the failure mode as no product was returned. Without further information the root cause of the complaint cannot be determined. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Addendum added (B)(6) 2016 - the complaint was reopened as the lot numbers were received. A complaints search on the above codes identified previous complaints received for this failure mode. A lot specific search identified only 2 complaints under lot 5109007 which were attributed to the wear of the threads. The lot numbers indicate that lot 5107890 was placed into stock on (B)(6) 2011 and lot 5109007 on (B)(6) 2011. Notification was received stating the engineering department has provided the following assessment of the instrument reported in this case: as can be seen from the attached photographs, the 6mm threads of both adapters are damaged and worn. Unable to ascertain an approx.. Year from the lot I/d,s of 5109007/5107890. Assessment is that this complaint is due to wear and tear. Without the physical complaint sample(s) associated with this report, it was not possible to determine if the device(s) failed to meet specification(s) at the time it was released for distribution. The conclusion remains the same. Post market surveillance is per (B)(4). Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.